Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence robotic drill started making a very high pitch noise((B)(4)). After the surgery they notice the long attachment and tracker array were locked onto the handpiece ((B)(4)). The procedure was completed, with a non-significant delay, by changing to manual procedure. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
B2: outcomes attributed to adverse event. B5: describe event or problem. G3: report source the real intelligence robotic drill, part number rob10013, serial (B)(6), and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed using the customer drill. The drill passed all testing criteria. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is customer improperly engaging/disengaging drill attachment with robotic drill. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The reported problem was assessed from a clinical/medical standpoint: the surgeon completed the procedure by changing to manual instrumentation. Patient was not harmed beyond the problem reported this failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence robotic drill started making a very high pitch noise and the ri robotic drill attachment was locked on it. The procedure was completed, with a non-significant delay, by changing to manual procedure. Patient was not harmed beyond the problem reported. Moreover, after the surgery, the ri robotic drill attachment and the real intelligence robotic drill tracker were stuck to the real intelligence robotic drill.